Event description:
It was reported that the patients lead had migrated outside the epidural space as a result the patient was having pain at mid back. The patient underwent a lead explant procedure. The patient was doing well postoperatively and explanted lead was discarded by the medical facility.